Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that a robotic assisted saw interface device was being used with a base station device and a satellite station device and was latched and attached at the time. It is possible it was cross-attached when it was mounted, so it was able to go through system checks and through the case became loose which caused it to have an error. During this procedure it was reported that as the surgeon was moving to the anterior resection, a console error occurred and they were booted out of the clinical app to the home screen. The surgeon completed the case manually. The error code was not recorded. The robot was still in a nearly 90 degree rotation. It was reported that there was an unspecified delay in order to switch to manual instrumentation. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device reported is for an unknown saw interface device. Therefore, the d1, d2, d4: the device brand name, catalog number, lot serial number and UDI are unknown at this time. D4 h4: the device expiration date and date of manufacture are unknown at this time.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the investigation showed that on intake, it was confirmed that the user accidentally unlatched sasi during resection, which lead to an application-terminating error. However, the actual device was not returned for evaluation. Therefore, the assignable root cause could not be determined.